Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the medium-large clip applier instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The probable root cause of difficulty applying a clip cannot be determined at this time. However, from available information the reported issue can be attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clip was not released from the medium-large clip applier when applied. Using a backup instrument of the same kind, the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Once applied and perfectly closed, the clip did not come off from the clip applier, the issue was related to unsuccessful clip application. The weck hem-o-lok medium-large polymer clip was used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier). The issue occurred during the first clip application. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of severely bent grip tips to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.032" offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the user, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.